Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, h3, h6.

Event description:
Patient reported a left side "contracture". Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side "contracture". Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side "contracture". Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.